Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. Power enclosure and charger enclosure were replaced as precaution. The imaging system then passed the system checkout and was found to be fully functional. Parts have been received and currently under evaluation.

Manufacturer narrative:
The power enclosure and charger enclosure were returned to the manufacturer for analysis. Analysis found no fault with these components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The replaced enclosure charger components have been returned to the manufacturer and are currently under analysis. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during a sacroiliac and thoracolumbar procedure, the system was unresponsive and stuck in "system booting" screen. The site aborted navigation and continued with a different imaging system. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.